Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified alarm occurred. Additionally, the customer experienced elevated and low blood glucose (bg) levels (values not provided). Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.